Event description:
It was reported that the 14f isleeve was unable to advance within the artery. Procedure summary: the femoral was moderately tortuous and moderately to severe stenosed. The native aortic annulus was moderately to severely calcified with a tricuspid aortic valve. A14f isleeve introducer sheath was inserted and the operator felt resistance and tried to advance the 14f isleeve but was unable. The 14f isleeve kinked when advancing the acurate neo2 transfemoral (tf) delivery system (ds). A safari2 guidewire was advanced into position. The 14f isleeve was removed, and a new introducer was prepped. The removed 14f isleeve was confirmed kinked and was contaminated with blood. The new introducer sheath was placed deep into the femoral and a safari2 guidewire was advanced into position. The patient was discharged and is doing well.